Event description:
During a gas calibration of the radiometer model abl725 blood gas analyzer it reported an error (drift) on pc02. The user checked the analyzer and discovered a clot under the pc-2 electrode that was removed. The user had set-up the analyzer such that any calibration errors should result in flagged measurements. Performing standard blood gas measurements the physician noticed that the pc02 values reported were much higher than expected, but they were not flagged even that the analyzer again had failed its gas calibration. Repeated measurements were subsequently made on the same analyzer and on a back-up analyzer. The malfunctioning analyzer reported values that were 20 - 30 mmhg higher than the values on the back-up analyzer that were within the expected values. The pt was on wrong ventilator settings for approximately 15 minutes before the error was discovered and settings reverted to the correct ones. No illnesses or injuries have been reported as occurring as a result of the circumstances described above.